Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2019, wherein the device was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Corrected data: added the correct awareness date that was inadvertently omitted during the initial report. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.